Event description:
It was reported by service report that the electronic controls weren't working due to a pinched power cord and bent prongs. No patient involvement or adverse consequences are reported.